Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in a ureterorenoscopy (urs) procedure performed on (B)(6), 2010 (patient ID, age, and weight are unknown). According to the complainant, the basket made a clicking noise when closing on the stone. The size of the stone is unknown. Upon withdrawal, only the handle and outer sheath were removed from the patient. The drive wire and basket remained inside the patient, and the basket was unable to release the stone. The basket and drive wire were intact and did not separate into multiple pieces. The physician cut the basket wires around the stone with a holmium laser to remove the device. No device fragments were left inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'stable.'

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in a ureterorenoscopy (urs) procedure performed on (B)(6) 2010 (patient ID, age, and weight are unknown). According to the complainant, the basket made a clicking noise when closing on the stone. The size of the stone is unknown. Upon withdrawal, only the handle and outer sheath were removed from the patient. The drive wire and basket remained inside the patient, and the basket was unable to release the stone. The basket and drive wire were intact and did not separate into multiple pieces. The physician cut the basket wires around the stone with a holmium laser to remove the device. No device fragments were left inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(6). Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device was returned with the handle and outer sheath assemblies present and intact. The drive wire and basket were intact, but were not installed in the handle assembly. Analysis of the returned product indicated the wire assembly was not properly installed into the handle assembly. There was no torque mark present on the handle cap, which is an indication the cap was not properly torqued. The forces necessary to capture and remove the stone in the basket during the procedure caused the handle cannula to slip out of the handle locator block. Therefore, the most probable root cause for this complaint is manufacturing.